Event description:
It was reported that the device had been programmed to dvi because the atrial lead had high impedance and no capture. The device was reprogrammed to vvi after consulting with the physician. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.